Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 72 hours, intraperitoneal, ongoing) and amikacin injection (250mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that antibiotic treatment was discontinued (unknown date). Pd therapy was temporarily on hold due to "mechanical issue" of pd catheter and the patient was transferred to hemodialysis. It was reported that pd therapy will be continued after ten days. At the time of this report, the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.